Event description:
It was reported by svc report that the cot will not lock properly when raising to full height due to worn compression springs and safety bar torsion springs. It is unk if there was pt involvement or if there are adverse consequences to report.